Event description:
Info received indicates when the brakes are engaged, the brake/steer caster wheel will hold, but the caster would continue to swivel.

Manufacturer narrative:
The technician found that the caster teeth were worn due to age. He replaced the brake/steer caster and the brakes functioned properly.